Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd solomed¿ syringes with needles experienced cracking in the plunger during use.

Event description:
It was reported that an unspecified number of bd solomed¿ syringes with needles experienced cracking in the plunger during use.

Manufacturer narrative:
Investigation summary: it was performed by the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The samples provided by the customer were evaluated and it is possible that the observed plunger activated. However the packaging was opened in a way that could have led to the premature plunger activation. The plunger activation performed the force test at batch release and no deviation was observed for the complaint batch. Thus it is not possible to confirm. The defect of this complaint was related to the bd process.